Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.25x24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on distal and mid regions of the stent were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no signs of damage. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-feb-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 70% stenosed, eccentric target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.25x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed with no patient complications were reported and the patient was stable. However, device analysis revealed stent damage.